Event description:
Leg still swollen somewhat [oedema peripheral]. Swelling in right knee [joint swelling]. Excruciating pain in right knee [arthralgia]. Some discomfort [discomfort]. Able to get around with the help of walker [gait disturbance]. Case description: spontaneous report was received on (B)(4) 2013 from a (B)(6) female patient via a company representative, (B)(6), with osteoarthritis of right knee. The patient had a concomitant disease of arthritis. On (B)(6) 2013, the patient initiated treatment with synvisc (hylan g-f-20) injection, at a dose of 2 ml, in right knee (route of administration and frequency not provided). The same day, the patient experienced some discomfort that was okay. On (B)(6) 2013, the patient received second injection of synvisc in right knee and six hours later, the patient experienced excruciating pain and swelling in right knee for which the patient was hospitalized. On unspecified dates, the patient's leg was swollen and received treatment with toradol (ketorolac tromethamine) and unspecified intravenous antibiotic for the events of leg was swollen, excruciating pain and swelling in right knee. It was reported that the physician recommended keflex (cefalexin) and morphine for the event of excruciating pain in right knee. The patient's leg was still swollen somewhat at the time of this report and was able to get around with the help of walker. The patient had not yet recovered from the events of leg still swollen somewhat, swelling in right knee, excruciating pain in right knee, some discomfort and difficulty in walking. No action was taken with synvisc treatment. Concomitant mediations reported include tylenol (paracetamol). The intensity for all the events was not provided. The causal relationship between synvisc and all the events was not provided.

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2013. The production and quality control documentation of lot # q1202, with expiration date (2015-03) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. MFR's comment: the benefit-risk relationship of the product is not affected by this report.